Manufacturer narrative:
Implant date: estimated as approximately 45 days prior to the event date.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. At the 45-day follow-up visit, a thrombus on the face of the device was noted. No additional information known at the time of reporting.

Manufacturer narrative:
B5: describe event or problem: updated h6: impact codes: updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. At the 45-day follow-up visit, a thrombus on the face of the device was noted. No additional information known at the time of reporting. It was further reported that the patient had no noticeable spontaneous echo contrast (sec). The patient was put on oral anticoagulants (oac) and aspirin following the watchman implant. The thrombus was identified via transesophageal echocardiogram. The thrombus was not biased towards the limbus, was non-mobile and laminar. 45-day follow up echocardiogram was within normal limits (wnl). The patient was changed and increased to other oac's as treatment for the thrombus.